Event description:
The plaintiff's atty alleged that the decedent received hemodialysis treatment, on (B)(6) 2009 and subsequently experienced cardiopulmonary arrest which caused the decedent to expire on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.